Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: e170u80 device history review: device history reviewed: 3 unrelated non conformances on this batch. Final microbiology and sterility tests passed. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: pfc sigma c/s npor fem rt sz 5, 960055; pfc sigma stab ins sz4 8mm, 960450.

Event description:
The patient was revised to address loosening of the tibia at the cement to implant interface. Cement used was from depuy. Doi: (B)(6) 2004; dor: (B)(6) 2018; right knee.